Manufacturer narrative:
(B)(4): evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a coronary artery bypass procedure, the clips of the device were not forming properly and the clip applier jammed. Another device was pulled and the same thing occurred. Another device was used to complete the procedure. There was no pt consequence.